Manufacturer narrative:
It was reported that after surgery it was noticed that the implanted device was out of date. The affected complaint product, used in treatment, was not returned for evaluation as it remained implanted. After repeated requests, smith and nephew has been unable to obtain the device information. As device details were not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. It was reported that there were no clinical consequences for the patient. Based on this investigation, the need for corrective action is not indicated. Some potential cause could include but is not limited to user error. The healthcare provider should have a full understanding of a product labeling prior to use. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after surgery it was noticed that the device implanted was out of date. The incident was noted after the intervention. There were no clinical consequences for the patient. No further information available.